Manufacturer narrative:
No unexpected blank display anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer's blood glucose value was 98mg/dl. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Insulin pump will be returned for analysis.